Event description:
On march 9, 2006 the lay reporter, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra meter had a damaged display. The pt is a 4 year old child. The medical affairs specialist (mas) sent follow-up questions to lfs. Lfs was unable to reach the mother by phone to obtain additional information. The mother said the reported meter functioned on the night of march 8, 2006; the result obtained at the time was unk. The meter was left in the kitchen over night where the room environment was "very cold" and damp. The mother said condensation appeared inside the meter display screen. The mother continued the pt's regimen of 10 units mixtard 20 insulin at 7:00 am and 5 units at 7:00 pm. The pt was feeling "unwell" at the time of concern. As the mother was unable to obtain a result on the meter and the pt's blood glucose level is tested 10 times per day, the mother took the pt to the hospital. A result of 20 mmol/l was obtained on the hospital device; the test time was not provided. The pt received no treatment in the hospital. The pt's blood glucose level was tested again within one-hour at the hospital; the result was 6 mmol/l. The customer service agent (csa) was unable to complete troubleshooting the product because the mother did not have the product with her when she called lfs. The meter was replaced. The complaint is reported as an adverse event because the mother was unable to test the pt when she felt unwell and was hyperglycemic.